Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during procedure, the jaws did not open. For that reason, the jaws were released forcibly from the tissue. A new device was used to continue. There was no patient harm.

Manufacturer narrative:
One lf1623 was received for evaluation. Visual inspection found no defects. The customer reported that the device was difficult or impossible to open. The reported condition was not confirmed. Investigation found the jaws opened and closed properly when the handle was retracted and released. The latch pin of the device was properly installed and no damage on the pin was found. The reported incident could not be duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.